Event description:
It was reported that the patient underwent a one-level spine fusion. The fusion was anterior followed by a posterolateral fusion 2 days after the anterior. During the anterior fusion, 6mg of rhbmp-2/acs were used. During the posterolateral fusion, 24 mg of rhbmp-2/acs were used. An unknown time post-operatively, the patient developed a severe rash covering the entire body. He was treated with prednisone 30 mg for 6 weeks to suppress the rash. The patient developed a non-union (as the surgeon states, this is likely a result of the steroid use). The surgeon assumes this is an allergic reaction to rhbmp-2. The patient's case has been discussed with an allergy specialist. The allergic reaction occurred immediately post-op, suggesting a reaction to a substance used during surgery. No additional complications were reported.

Manufacturer narrative:
(B)(4) - pseudoarthrosis. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. A review of the certificates of analysis and packing list for the infuse bone graft was not possible without additional device information.